Event description:
The customer returned the cysto-nephro videoscope to the service center for a separate issue. During the device analysis, the service repair technician found corrosion on the forceps/instrument channel and on the distal end. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
Tthe device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the corrosion found on the device instrument channel port and on the distal tip could not be determined, however, the issue was likely the due to component failure as a result of degradation due repetitive use stress, insufficient device cleaning/reprocessing and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.